Event description:
The end user contacted the provider stating the juctionbox caught fire in her father's home. The provider states the end user saw smoke and the underside of the junction box was melted. Serial number could not be verified.